Event description:
The customer reported being hospitalized a week ago for diabetes ketoacidosis and she was in a coma. The blood glucose reading at time of the call was 324mg/dl. Troubleshooting was performed. The settings and programming in the device were correct. The fixed prime and the high pressure tests passed. The customer stated that the cannula was bent when the infusion set was removed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.